Event description:
After having used 3 out of 4 vials provided in a #100 count box of test strips, pt tested the fourth vial using control solution. When the readings came back out-of-range for 3 different test strips, the pt phoned city pharmacy. Pt was advised to return the vial to the pharmacy. Pt returned #25 test strips to the pharmacy and was given a replacement vial of test strips that was not included on the list of counterfeit lot numbers. Pharmacy quarantined the returned test strips. Dose or amount: check blood glucose. Frequency: once a day. Route: 003. Dates of use: 2008. Diagnosis or reason for use: diabetes mellitus.